Event description:
It was reported that the unit had loose wires in the power plug and that it had arced to the point of melting the plastic around it. This was discovered by a field service technician on a repair visit. Attempts to obtain pt involvement and adverse consequences have been unsuccessful.

Manufacturer narrative:
The device was evaluated by the field service technician. The power cord was replaced and put back into service.